Event description:
The account is seeing a reproducibility issue with the architect analyzer. For example a ca19-9 xr result was repeated several times and the results were 940, 1,107, 1,071, > 1200 and 584 u/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.